Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the unit would not run. Add'l clinical info determined that the issue occurred during a surgical procedure. During the procedure the device was vibrating back and forth in a way that was not normally associated with its standard use. Due to the vibration the surgeon was unable to get a enough of a specimen from the first graft harvest which required a second unplanned graft to be harvested from the pt to complete the surgery. The procedure was completed using the same device with a minor delay of approx 15 minutes while the pt was under anesthesia.